Manufacturer narrative:
The customer reported that the bsm (bedside monitor) lcd display has gone out but the touchscreen still functions. No patient harm was reported. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. Replaced the inverter board to fix the issue. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) lcd display has gone out but the touchscreen still functions. No patient harm was reported.